Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The bag/vent microswitch was replaced and the unit was returned to service.

Event description:
The hospital reported a malfunction resulting in the loss of manual ventilation. There was no report of patient injury.